Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 42 mg/dl and 136 mg/dl. Customer no longer has the test strip cassette. No adverse event.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.